Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Manufacturer narrative:
External insulation abrasion was found at 9.1-9.6cm from the distal tip consistent with friction to another device. Internal insulation abrasion was found at 12.5-14.4cm from the distal tip. The etfe coating was intact in both of these locations. The svc shock coil was found dislodged from it's normal position, most likely at explant. Internal insulation abrasion was found at 28.8-29.2cm from the distal tip, underneath where the shock coil was previously positioned. The insulation was also cut at this abrasion location. The etfe coating was intact at this location.

Event description:
During follow-up, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. Patient was asymptomatic. Physician elected to explant and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.